Event description:
It was reported that, "patient doing well (very active). Noticed when waking hip wasn't ok. Notified doctor, took x-ray on (B)(6) 2010. Looks like ceramic head fractured in several pcs. (B)(6), 2010, operating to remove all ceramic and go to 06-32 head and trident x3 liner. Replaced with (B)(4) lot merlf9 and 06-3200, lot mjtwxd on (B)(6) 2010."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.